Manufacturer narrative:
H.6. Investigation: four (4) customer photos were received for evaluation. Upon review of the photos, there is a previously used bd push button blood collection set and the IV needle appears to be partially retracted. Therefore, the reported issue of partial retraction is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needle would not fully retract. The following information was provided by the initial reporter, translated from chinese to english: the complaint was that the needle wasn¿t fully retracted.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needle would not fully retract. The following information was provided by the initial reporter, translated from (B)(6) to english: the complaint was that the needle wasn¿t fully retracted.